Event description:
Per the (B)(6) technician, there was a component missing. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
Per the procare technician, there was a component missing. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.